Event description:
Reportedly, the subject device delivered to biomed with an anonymous note said that "broken pump gave more fluid than programmed for". No specific incident was recorded and no patient injury occurred.

Manufacturer narrative:
The pump was tested on-site by the manufacturer's field service representative; the device delivered within specifications with no fault detected.